Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the device passed visual inspection and functional testing; the controller did not sound the no power alarm after correctly powering down the controller (disconnecting both power sources with an alarm adapter connected). Controller log files analysis revealed the controller was not in use during the reported event. Additionally, review of event log file revealed that the controller was not programmed with a pump ID and patient ID prior to the reported event. Review of the event file also revealed the patient ID was not set until (B)(6) 2020. As a result, the reported patient ID and pump ID not displayed in the controller memory event was confirmed; however the reported patient ID and pump ID " had been cleared from the controller memory" event could not be confirmed. Controller log file analysis revealed that two controller power up events without motor starts and two vad disconnect alarms were logged on (B)(6) 2020 with a battery connected on power port one (1) and no power source connected to power port two (2), likely due to troubleshooting of the controller as described in the event details. An internal inspection did not reveal any anomalies. The reported "controller was alarming while not connected to a power source" event could not be confirmed during testing. However, further investigation using a representative sample revealed that the reported event was replicated using a good controller board under controlled conditions. It was observed that a specific resistor in the no power alarm circuit can trigger the no power alarm if the resistance of the component increases erratically. A possible root cause of the reported "cleared patient ID and pump ID' event can be attributed to an incorrect set up process. Based on available information, a possible root cause of the reported "controller was alarming while not connected to a power source" event can be attributed to a resistor in the no power alarm circuit exhibiting erratic electrical behavior. An internal investigation was opened to investigate faulty resistors in the controller's internal battery monitoring circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was alarming while not connected to a power source and untouched in the patient's travel bag. The patient then connected a battery to silence the alarm with no further issues. Upon inspection in the clinic it was noted that the patient identification (ID) and pump ID had been cleared from the controller memory. The controller was exchanged. No patient complications have been reported as a result of this event.